Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited no output, no telemetry, no magnet response and could not be interrogated. A device replacement was scheduled.